Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided by the healthcare facility as the device had been discarded. Section h11: method: the subject rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation as the device had been discarded by the healthcare facility. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the customer reported that an rt380 adult dual heated evaqua2 breathing circuit was leaking from a crack. The subject device was not returned to fisher & paykel healthcare in new zealand for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - check all connections are tight before use. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A healthcare facility in france reported that an rt380 adult dual-heated evaqua2 breathing circuit was leaking due to a crack on the circuit. There was no patient harm reported.